Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. New information received may 18, 2016 has added four new MDR's based on product received. Report five of eight for the same event; previously four reported: 0002184052-2016-00036, 00037, 00038 and 00039. See also 0002184052-2016-00089, 00090 and 00091.

Event description:
The sales associate reported that during final torquing of closure tops, the "click sound" did not sound right. The surgeon could continue driving the torque handle without resistance therefore he took out the screw and closure top. The closure top was deformed and the tulip could be removed from the screw shank. The thread from the closure top was "ripped" off and lay loose inside the screw tower. This happened with 3 screws, they were all replaced as well as 2 rods and all in all 10 closure tops. The surgery was finished with everything all right on the patients left side l3-l5. On the right side only the screw in l3 and l5 was final torqued. The screw in l4 was tightened but not torqued. There was a surgical delay of approximately one and a half hours.

Manufacturer narrative:
The returned screw was evaluated and found to have extensive signs of use and possible damage. The DHR was reviewed. There were no indications of manufacturing issues which could have contributed to this event.